Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Reported event of possible premature battery depletion was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt and no anomaly was found on the header that is related to the field concern. Analysis of device image and session records indicated an increase in pacing output settings as well as autocapture and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was stable.